Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02328 for the exalt model d scope, and 3005099803-2024-02406 for the exalt controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt controller on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stones performed on (B)(6) 2024. During the procedure, there was a loss of visualization. The scope was plugged in and out, powered down and restarted without success. The procedure was successfully completed using a reusable scope. There were no patient complications reported as a result of this event.